Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history was reviewed and found only typical usage alarms and warnings. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was exercised for 29 hours without any alarms or interruptions. The pump was opened and the contamination was observed in the force sensor assembly. Evaluation also found that a ball bearing in the pump drive assembly was found to be missing. Unrelated to the force sensor issue, the pump keypad was found to be peeling at the contrast button; all keypad buttons were confirmed to be responding appropriately. Contamination was observed under the keypad button contacts. The damaged keypad should be obvious and detectable to the user and should alert the user to discontinue use of the device. Also unrelated to the force sensor issue, the battery compartment was found to be cracked. (B)(6).

Event description:
The pump was returned to animas. The pump was evaluated by product analysis and revealed that the force sensor was out of calibration. This report is made based on the results of evaluation.